Event description:
On march 1, 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4): a review of the black history box shows no evidence of rebooting or power loss issues from (B)(4) 2012. There were no alarms noted related to the complaint in the pump alarm history. There was no damage was found to the battery cap or battery compartment. The battery cap was found to tighten securely to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the returned battery cap with no power loss issues. The battery cap contact test was performed with no connection issues noted. The pump cover was removed and there was no evidence of moisture or damage to found to the battery flex.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.